Event description:
It was reported that during a laparoscopic roux en y procedure, on the first firing of the device seemed to lock out, however when removed, the surgeon noticed that there were malformed staples. The surgeon used another device to cut the area out of the staple line and a larger portion of the stomach was removed resulting in a small gastric pouch than was planned. This second device was used to complete the procedure. The procedure was prolonged by twenty minutes. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. The analysis results found that the long45a device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4).